Manufacturer narrative:
Visual examination of the returned nottingham ureteral dilator revealed that the dilator was torn into 2 pieces. The broken ends appeared to have been torn under stress. The detached distal fragment measured approximately 11.8cm from the distal tip and was bent 3.5cm from the tip. The proximal fragment measured approximately 60.5cm from the tip of the luer connector. There were scrape marks near the broken ends of the each fragment most likely caused by the tool used to remove the piece. Therefore, the condition of the returned device confirms the reported event. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a nottingham one-step ureteral dilator was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the body of the dilator broke and was detached inside the patient. The detached dilator was retrieve from the patient and the procedure was completed with another nottingham one-step ureteral dilator. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a nottingham one-step ureteral dilator was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the body of the dilator broke and was detached inside the patient. The detached dilator was retrieve from the patient and the procedure was completed with another nottingham one-step ureteral dilator. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.